Manufacturer narrative:
Concomitant medical products: dtbb1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had worsening ejection fraction and a "non-functioning left ventricular (lv) lead." A venogram revealed a venous occlusion. The lead was capped and replaced. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No patient complications have been reported as a result of this event.